Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of chirping sound coinciding with an atypical alarm was confirmed. The log file spanned approximately 65 days ((B)(6) 2021 to (B)(6) 2021 per the timestamp). On (B)(6) 2021 from 09:39 to 09:40 while connected to the power module, there was an atypical power cable disconnect alarm activated even though rsoc on both cables stayed within the expected range of 14v while the device was connected to power module. Additional atypical power cable disconnect alarm activated on (B)(6) 2021 at 15:28 and (B)(6) 2021 11:18 due to power cable fault on the power cables not associated with a power source exchange. The alarm cleared shortly after activation and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The hm2 system controller was not returned for analysis. Per provided information, the hospital exchanged the ungrounded patient cable which did not resolve the issue. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had continued "chirping" from their system controller. The chirping had continued intermittently since exchanging out the patient cable with a new ungrounded patient cable. Log files were sent in for review and technical services reported that the beeping may have been a result of transient power cable disconnect alarms when the patient was connected to the patient cable/power module. Since the patient cable was recently replaced, they believed that system controller leads wear could have been the cause of the intermittent alarms. Technical services recommended to replace the system controller. Additionally, the alarms were showing up when the patient was on battery power and they suggested inspecting the batteries/clips for any abnormal wear and tear, and to try to reproduce the alarms by manipulating the batteries/clips.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.